Event description:
On (B)(6) 2021 1950 (B)(6) staff called lvad hotline with on behalf of patient who showed up to their ed with his vad alarming vad stopped. Patient was still awake and alert so at this time the (B)(6) ed staff was asked to give phone to patient so patient could be walked through hvad controller change. Patient walked through controller change uneventfully. Discussed situation with patient once pump was restarted and alarms were silenced. Patient states he was leaving a gathering when he had an alarm that indicated he need to change his battery. He did this but then his alarm did not resolve, so he changed the other battery and noted this was not a battery alarm but a more serious alarm. Patient had a friend immediately drive him to the closest ed, he estimated his lvad was stopped for about 30 minutes. Pt also reports he has a hvad battery which this alarm was happening with previously that he has taken out of service. This was a device failure, medtronic will be made aware and will request evaluation of equipment. FDA safety report ID# (B)(4).